Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Initially it was reported that a hemostatic valve leak issue occurred. The biosense webster, inc. Product analysis lab received the device and observed that the brim cap was found detached from the hub. The hemostatic valve leak issue remains assessed as MDR reportable. The additional finding of the brim cap detached was also assessed as MDR reportable. The awareness date is 22-feb-2022. The device evaluation was completed on (B)(6)-2022. It was reported that a patient underwent a cardiac ablation procedure with a preface® guiding sheath with a multipurpose curve and a hemostatic valve leak issue occurred. It was reported that the sheath valve leaked after catheter removal without sudden movement by the physician. The surgery was not delayed due to the reported event. The procedure was successfully completed. Fragments were not generated. There was no patient consequence. The device was returned to biosense webster inc. (Bwi) for evaluation. It was then sent to the device manufacturer for further investigation. Visual analysis revealed that the preface® guiding sheath was bent. Additionally, the cap of the device was detached from the hub. Functional analysis, dimensional analysis, and microscopic analysis were performed, and it was found within specification. The complaint reported by the customer as hemostatic valve leak was confirmed. The device presents a leakage condition due to being received without the cap and it was not returned for analysis. However, the dimensional analysis was found within specification. This result does not suggest that this event could be related to the manufacturing process. Procedural/handling factors might have contributed to this issue. Neither the product analysis, nor the product history records review suggests that the failure reported could be related to the manufacturing process; therefore, no corrective or preventive actions will be taken. No internal actions were issued for lot 17971445. Based on the product history records review, the h 4. Device manufacture date was updated. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
Date of event - the reported event year is 2021. Initial reporter phone: + (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a preface® guiding sheath with a multipurpose curve and a hemostatic valve leak issue occurred. It was reported that the sheath valve leaked after catheter removal without sudden movement by the physician. The surgery was not delayed due to the reported event. The procedure was successfully completed. Fragments were not generated. There was no patient consequence. Additional information was received on 02-dec-2021. The reporter could not see what exactly happened to the valve/hub. After removing the catheter, the physician reported that it was damaged and that they were not able to go ahead with that one. The physician reported a damage on the valve. Air did not enter the patient¿s body. This issue did not require percutaneous or surgical removal. Patient hemodynamics were not compromised due to bleeding. The reporter cannot describe precisely the approximate volume of blood lost, and if they could estimate, they would say that it was a very low volume. No medical intervention was required to stop the bleeding.